Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received one inappropriate shock due to rapid ventricular response during atrial fibrillation, which fell into the ventricular fibrillation zone. Programming changes were made. There was no allegation of malfunction on the device. Patient was in stable condition.